Event description:
Subsequent to the inital MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D9: device availability ¿ correction. H6: type of investigation - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.